Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise; however, the patient denied taking any action in response to the reported meter issue. According to the csr's documentation, approximately a week after the alleged power issue occurred, the patient reportedly developed symptoms of 'fast heartbeat, weak, legs shaking'; the patient, however, denied receiving any form of treatment after the reported meter issue began. During troubleshooting, the csr noted that the patient was not using the subject meter for the first time, there was no misuse of the lfs product, the patient was using the correct test strips at the time the alleged issue occurred, and the subject meter turned on manually with the power button and with the test strip. The alleged power issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. The test strips have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The test strips also passed testing with no faults found. Retains also passed testing with no faults found. The primary complaint was not confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.